Event description:
Rptr called MFR to report the malfunction of two fischer cone biopsy excisors (fcbe's), a device manufactured by apple. Rptr reported that the "tips broke off" of the two fcbe' while in use during a procedure in 2006. One fcbe also showed signs of "charring" in the area where the break occurred. She reported that there were "two experienced users in the room" when the malfunctions occurred. The pt was not injured, the tips were easily recovered and no add'l medical treatment was necessary. She stated that the fcbe's were discarded in the o.r. Following their use, but she did provide likely lot numbers for the devices. She couldn't be certain of the lot numbers due to the facility's method of inventory control. Lastly, she wasn't certain of the settings used on the electrosurgical unit, but believed them to be consistent with the fcbe directions for use (dfu) as the dfu was posted on the wall of the o.r.

Manufacturer narrative:
This event involved two different sizes of the fischer cone biopsy excisor (fcbe) manufactured five months apart. There were 520 of the medium size fcbe manufactured under lot number j235j and 540 of the medium extended size fcbe manufactured under lot number f095o. All products from these two lots were distributed to user facilities over six months ago. This event is the first and only event reported to involve fcbe's from these two manufactured lots. Surgery center reported having used the fcbe device extensively in the past without incident. The fcbe design has been validated by testing to the two standards that cover electrosurgical units (esus) and their accessories; ansi/aami hf18 and iec 60601-2-2. In addition, each fcbe undergoes a top assembly validation hypo test. The directions for use (dfu) for the fcbe prescribes esu settings that are based on device design. However, if the fcbe is operated under conditions that exceed the design basis, the fcbe may fail in a manner consistent with this reported failure. Operation beyond the design basis may be intentional or unintentional due to a faulty or out of calibration esu. The circumstances of this event suggest that the two different fcbe devices were operated beyond their design basis. Apple medical will in-service the surgical facility in the proper use of the fcbe. Add'l model# medium ext, catalog# 900-154, lot# f095o, expiration date 06/31/2008. Add'l device MFR date: 06/2005.